Manufacturer narrative:
(B)(4).

Event description:
Literature: astrom m, tripoliti e, hariz mi, et al. Pt-specific model-based investigation of speech intelligibility and movement during deep brain stimulation, stereotact funct neurosurg. 2010;88(4):224-233. Summary: this article investigated the anatomical aspects of the electric field in relation to effects on speech and movement during deep brain stimulation (dbs) in the subthalamic nucleus using three dimensional pt-specific finite element computer models of bilateral dbs for stimulation of electric fields in 10 patients. The models were based on post-operative MRI imaging. Event: the lead in one pt who did not suffer from stimulation-induced speech impairments during dbs was "pulled up" approx 2.5mm, one week after postoperative MRI images were taken. It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no add'l info was available, add'l info has been requested.